Event description:
Patient had bilateral revision to address osteolysis, polyethylene wear, fractured tibial component, instability of ligament issue.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported event without the product to examine. It was noted the product was implanted for approximately 14-years prior to revision. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.